Event description:
Caller stated the pt read 61 and 30 minutes later read 8 at hospital. Pt read 111 at 5:00 pm, 152 at 9:00 pm. Pt was having a seizure during last reading and read 61 at 11 p.m. Pt was taken to hospital and within 20 minutes reading at hospital was 8 according to caller. Pt is still hospitalized. No further information provided or available.

Manufacturer narrative:
Product involved in incident was returned and evaluated. The returned product performed within specification.